Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented to clinic for follow up. Noise was noted on atrial and ventricular lead. R-wave amplitude variation was noted on ventricular lead. No intervention performed. Patient is continued to be monitored remotely.